Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: this is a report about a underfilled tube. During the transfer of collected blood into a tube using a syringe, the blood did not flow into the tube possibly due to a lack of negative pressure.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Retain testing cannot be completed due to the product being expired, product expired on september 20, 2022. Bd makes no claims on expired products. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode.